Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis with blood glucose level was over 400 mg/dl, on (B)(6) 2019 and current blood glucose level was over 463 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous fluid for high blood glucose. Customer states auto mode feature was not active. Customer stated that the cannula was bent. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.